Event description:
Customer received a result of 463mg/dl and retested 5 to 10 minutes later and received a result of 428mg/dl. The customer went to the emergency room and about 30 minutes later the result was 203mg/dl. The customer was given insulin at the emergency room. Their prescription was increased. The customer stated they had not taken medication on the day of event. Level one control was in range. The customer stores glucose strips outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.